Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: 14fr manta did not hold complete pressure after 10 minutes. Had to hold manual pressure for 20 minutes. Also, the valve continued to button seed and took 3 attempts to click into sheath. Additional information on 22aug2022: the physician had to force the bypass tube in twice and the valve made a popping sound which allowed the tube to finally enter the manta sheath. There was no kinking reported and severe resistance was felt advancing the bypass tube. Additional information on 22aug2022: during a tavr procedure, a single micro-puncture access was obtained under ultrasound guidance in the central femoral head of the right cfa. The vessel size measured greater than 7.5mm and had no reported calcification or tortuosity. The manta depth was measured at 3.5cm. There were no issues with advancing or withdrawing procedure sheaths during the tavr case. Prior manta deployment, the bp was 140/50mmhg, the act was 360, and heparin was administered intravenously. The manta was deployed at the measured deployment depth. Hemostasis took approximately 20 minutes and required a femoral compression device. The physician reported that the patient developed a pseudoaneurysm.

Manufacturer narrative:
No product returned as per confirmation from representative the device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure whereas a 14f e-sheath was used, a 14f manta was deployed for closure in the right common femoral artery. According to the size selection guide for procedures using tavr sheaths, a 14f esheath (measured sheath o.d. 23f) recommended manta device size is 18f. The IFU device description states: the 14f manta vascular closure device is for access sites in the femoral artery following the use of 10-14f devices or sheaths (maximum od of 18f). The physician was aware of the recommended size 18f manta and continues to use the 14f manta. A central positioned access was gained utilizing micropuncture and ultrasound. Arteriotomy was greater than 7.5mm, with a depth measurement of 3.5cm. No issues were encountered advancing or withdrawing the procedural sheaths. Prior to closure activated clotting time was 360, heparin was administered, no protamine. Activated clotting time (act) should be below 250 seconds prior to closure as noted in the procedure requirements of the IFU. While attempting to insert the bypass tube through the hemostatic valve of the manta sheath, the bypass tube met with severe resistance. After multiple attempts, the physician applied force to advance the bypass tube. The valve made a popping sound which then allowed the bypass tube to pass through the sheath and click into the sheath hub. The bypass tube did not kink or buckle while attempting to advance into the sheath. Following deployment, manual pressure was applied; and after twenty minutes mechanical compression was placed. Later that day, a pseudoaneurysm was discovered and surgical intervention was performed the following day to repair of the pseudoaneurysm and explant the manta device. Due to the insufficient amount of information and no imaging submitted for investigative purposes, a determination for the root cause of the pseudoaneurysm is inconclusive. A pseudoaneurysm of the femoral artery can go undetected and not cause any complication and can occur because of surgery or trauma. The formation of a pseudoaneurysm does not signify a device failure. The IFU was reviewed and identified other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention as potential adverse events related to the deployment of vascular closure devices. In step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. If bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis.